Manufacturer narrative:
According to the technician dated on 2019-09-13 the field service technician has replaced the following components: valve kit (material# 70107.1778), hcu 40 connector 3/8"female (material#70102.9132) and shunt valve (material#70107.1568). Similar failure "melted ice" was already investigated in a similar complaint no. (B)(4) on 2019-09-06 with life cycle engineering (lce) investigation report no. (B)(4). The most probable root cause could be determined as defective valves. Due to the visual investigation, deposits on the o-rings was found. The valves do not close completely, it can happen that warm water flows into the tank and the desired amount of ice cannot be built. The deposits on the o-rings could most likely have led to the leakage of the valve. Thus the reported failure could be confirmed. Since the incident is below the accepted rate, no remedial action is necessary. The hcu 40 risk analysis version v17 (dms# (B)(4)) was reviewed and the failure is assessed in section: risk ID: (B)(4) possible causes: too low amount of ice building: sensor failures : use of water out of spec. (Conductivity). Software error- defective compressor or coolant circuit - software error. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint number: (B)(4). The device lose ice during sugary. Warm water runs back into the tank and makes the ice melt. The compressor does not start, though tank temperature over 14 degrees.